Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a robotic sleeve gastrectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, while reinforcing the stomach near the ge junction, the suture snapped under robotic tension and needed to be retrieved from the patient. No adverse patient consequences reported. No additional information was provided.